Manufacturer narrative:
(B)(4) film evaluation results are: a review of several still angio images post-implant revealed that an endurant stent graft system was implanted. The endurant was seen positioned just below the renal arteries, and the ipsi limb was placed distally into the proximal portion of the right common iliac artery. The contra gate opened on the right side, and the contra limb was implanted from the flow divider extending distally into the distal left common iliac. The limbs were crossed. With the sheaths still in the patient contrast appeared within the entire stent graft system; the still image did not reveal any obvious thrombus or any limb occlusion. Near to where the limbs crossed in the distal aorta, the flow lumen diameter across both limbs measured ~16mm per the calibrated catheter. There was also an area of bifurcate narrowing near the level of the flow divider; the flow lumen diameter across the flow divider measured ~15mm. The next still angio image showed that the bifurcate ipsi limb had been extended with another limb down to the right internal iliac. The left/contra limb was completely occluded beginning at the level of the flow divider. The blood flow resumed distal to the left limb near the left iliac bifurcation. The right limb was patent. No measurement scale was visible on the film, and no obvious kinks or any other issues were seen. Several transverse CT slices likely near the level of the distal aorta, showed that the left/contra limb appeared compressed, and some areas of thrombus were observed within the left limb. The right limb was patent. The exact cause of the left limb occlusion could not be determined from the limited CT slices and still angio images provided. Pre-implant anatomy/films and additional post-implant films were not available for review, and the blood flow dynamics could not be assessed from the CT¿s and still angio¿s provided. Limb compression was observed near the level of the distal aorta which may have contributed to the initially reported thrombus and eventual limb occlusion. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported that final angiogram during the index procedure revealed no endoleak, brisk flow, and a well-placed endurant stent graft. The physician stated that on follow up eleven days post index procedure, a CT demonstrated the endurant ii stent graft system was patent with a compromised endurant ii 16x13x124 left limb and thrombus at the level of the distal aorta. It was reported that two months post index procedure, the patient presented emergently with a decreased ankle-brachial index on the left side accompanied with left leg claudication. The day after the patient presented emergently, an angiogram revealed that the left endurant ii 16x13x124 stent graft limb was occluded up to the flow divider of the endurant ii 23x16x166 bifurcate stent graft. The physician then elected to perform a femoral to femoral bypass the same day. The procedure was completed successfully and the event was resolved. Per the physician, the cause of the thrombus, occlusion and claudication were due to patient anatomy. The physician stated that the limbs were placed within a tight distal aorta. No additional clinical sequelae were reported and the patient is fine.